Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing detached at quick release. It was observed, when insulin came out of tubing after 6 hours of the changed set. This problem occurred with 1 set. No further information available.